Event description:
It was reported that a user experienced hyperglycemia with a highest documented glucose of 262 mg/dl for approximately three hours while using the ilet, during which the pump had delivered 9.9 units of insulin on board and provided correction dosing without generating alerts. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and glucose began to decline during the call. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction or alert behavior issues and indicated cause unclear for the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.